Event description:
Initial information for this spontaneous case was received from a physician on 12-oct-2007: a female patient received treatment with poly-l-lactic acid (sculptra) injections on the month before, for cosmetic purposes. History included having asymptomatic increased white blood cell count in her urine which was diagnosed as an urinary tract infection for which her gynecologist started nitrofurantoin (macrodantin) on the same month. Nine days later, the patient received poly-l-lactic acid treatment and sclerotherapy with sodium chloride+dextrose (sclerodex). Five days later, the patient reported fever, chills, joint pain. Hypotension, elevated liver enzymes and 3 marble sized, raised red bumps in areas where she had moles removed 20 years ago were also noted. The physician's note stated that the patient looked "septic". Levofloxacin (levaquin) was prescribed in addition to antihistamines (not otherwise specified) at that time. Regarding the mole excisions, the physician thinks that polyglactin 910 (vicryl) sutures were used. The patient did not have any problems with her face after the poly-l-lactic acid (sculptra) injections. The outcomes of the patient's events were reported as resolved; date not provided. The physician noted that patient had a reaction to the flu shot 15 years ago with symptoms of fever, joint stiffness and weight loss, for which she was hospitalized. The physician inquired if there is something in poly-l-lactic acid that is similar to the flu shot. No further medical information was reported. Additional information for sculptra from product technical complaint report case dated six days after the original date, received by uspv five days later: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.